Event description:
(B)(6) registered nurse reports that one of the patients' pumps has stopped working, unknown what malfunction occurred. Unknown if product is available for return or if patient missed a dose due to malfunction. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Expiration dates are unknown.